Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps were not recognized; therefore, another instrument was used to complete the procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system. The instrument was successfully recognized on multiple attempts and on different arms. The pogo pins did not stick and were not contaminated. The instrument was driven and found to move intuitively. Failure analysis investigation found that the distal end of the main tube had various scratch marks exhibiting material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed could cause or contribute to an adverse event, if to recur.